Manufacturer narrative:
Getinge USA sales, llc (importer) is submitting this report on behalf of maquet critical care ab (manufacturer). Ref. Exemption #: e2018003. Getinge USA sales, llc 45 barbour pond drive wayne, nj 07470. Contact person: (B)(4).

Event description:
It was reported that while the ventilator was connected to a paralyzed/sedated patient, it kept alarming and doing strange setting changes by itself and the patient began desaturating to lowest 83%. The ventilator was disconnected and the patient was bagged. The ventilator was reconnected to the patient and it did the same thing. The ventilator was replaced with another one. The final patient outcome was no injury. (B)(4).

Event description:
Manufacturer reference#: (B)(4).

Manufacturer narrative:
Getinge USA sales, llc (importer) is submitting this report on behalf of maquet critical care ab (manufacturer). Ref. Exemption #: e2018003. (B)(4). Contact person: (B)(4). No service was requested by the user facility. The ventilator is reportedly back in clinical use with no further problems. The ventilator logs were provided for review. During the ventilation period there are several alarms for high airway pressure and volume delivery restricted during the ventilation period. These alarms indicate that the airway pressure was higher than or close to the set airway pressure alarm limit and this will restrict the volume delivery to the patient. Alarm for high airway pressure is generated when the airway pressure limit is reached whereby the inspiration phase is terminated and goes over to expiration phase. The alarm for volume delivery restricted is generated when the set volume is not attained, due to imposed restriction of the set airway pressure alarm limit. The alarms for high airway pressure and volume delivery restricted is related to the parameter settings and alarm limit settings for the chosen ventilation mode. This can be experienced as no gas flow is delivered. The ventilator was then by the user set to standby and the patient was switched to another ventilator. There are no technical error codes in the technical log to indicate that there was a ventilator malfunction at the time of the event. The conclusion is that there are no indications of ventilator malfunction such as settings changes by itself during the ventilation period. However, the alarm generation indicates that the ventilation may have been insufficient due to ventilator settings and/or alarm limits chosen by the operator, especially the set airway pressure alarm limit and the pressure support level. This is attributed to user error or clinical application error.